Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the device was flickering. This reported defect occurred in multiple endoscopes. The device was used with the olympus videoscope enf-v2. The user replaced the device to another device and completed the procedure for inspection. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was not returned to any of olympus locations for evaluation. According to information provided by a field service engineer at olympus (B)(4), he visited the user facility and replaced the sdi cable on site. After that, the endoscopic image was restored to normal and the device was not returned to olympus. Also, according to the investigation conducted by olympus (B)(4), the device has been repaired once in the past year due to noise in the endoscopic image due to poorly connected printed circuit boards. During the repair in (B)(6) 2021, the printed circuit boards of the device were replaced. In addition, at the user facility, the same case as the event reported this time has not occurred in the past. When the sdi cable was replaced on site, the endoscopic image anomaly disappeared, so there was no abnormality in the device and the reported event may have been caused by the sdi cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.